Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported atrial perforation appears to be related to procedural conditions. The reported patient effect of atrial perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the atrial septal defect requiring intervention. It was reported that the initial mitraclip procedure was performed some time in 2016 to treat mixed mitral regurgitation (mr). Two clips were implanted with no issue. On (B)(6) 2019, the patient returned with the mr increased to 4. The original clips were confirmed to be stable on the leaflets. Per the physician, the increased mr was due to progression of disease. Two clips were implanted, reducing mr to 3. After removal of the steerable guide catheter (sgc), an atrial septal defect was noted. An occluder was used to treat the asd. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.